Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volift¿ with lidocaine to both lips. After the injection the patient reported that they had a bilateral inflammatory reaction on their lips. There was immediate management with the administration of enzymes (hyaluronidase) for 2 sessions. The patient is currently under continuous monitoring of the evolution of signs and symptoms.